Manufacturer narrative:
The reported packaging lot 4988450 for angiovac cannula item # h965251860 had a purchased angiovac cannula component packaged in it. A review of the device history records (DHR) was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The 2016 angiodynamics complaint report was reviewed for the angiovac product family and the failure mode "patient injury / death. ": no adverse trend was indicated. The angiovac cannula sample was not returned for evaluation since there was no reported device failure. Therefore, it cannot be determined if the cannula was used in accordance with its labeling. Directions for use provided with this device contains the following statements: "warnings - selection of the patient as a candidate for use with this device and for such procedures as it is intended is the physicians' sole responsibility. The outcome is dependent on many variables including, patient pathology, surgical procedure, and perfusion procedure/technique. The benefits of use of this device must be weighed against the risks including risks of systemic anticoagulation and must be assessed by the prescribing physician. As with all medical devices, this device and ancillary equipment are to be used by trained physicians only. Specifically, this device is to be used only by medical personnel experienced with initiating and monitoring extracorporeal bypass and by physicians trained and experienced using surgical and/or percutaneous (seldinger) vascular access techniques. :" and "adverse events - this device, as do all extracorporeal blood vessel devices, has possible side effects, which include but are not limited to infections, blood loss, thrombus formation, embolic events, vessel, ventricular or valvular damage and complications of percutaneous or surgical insertion techniques. These may occur if the instructions for use are not followed. Possible complications include those normally associated with large bore surgical and/or percutaneous vessel catheterization/cannulation, anticoagulation, extracorporeal circulation and application of intravascular introducer systems which include but are not limited to: - death - pulmonary embolism." A supplier corrective action request (scar) was sent to the supplier ((B)(4)), requesting a DHR review of the manufacturing and quality inspection documentation for any non-conformances for the noted supplier lot. Based on the response from duke empirical, a review of the DHR for the noted lot was performed and there were no observations noted that indicate the reported conditions were a result of a manufacturing defect. As noted in the reported event description, the physicians did not feel that the patient's death was a result of a malfunction of the angiovac cannula and though the physicians are uncertain of the exact cause of death, it was likely a result of operational context (pe or neurological event). (B)(4). Device not returned to manufacturer.

Manufacturer narrative:
Although the device used in the reported event is no longer available for return and evaluation, the investigation into this event is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4): device discarded at hospital.

Event description:
As reported by angiodynamics' sales representative: "angiovac was used for the removal of a vegetation from a pacemaker lead and a tricuspid valve vegetation on (B)(6) 2012. This patient was refused by surgery and the physician felt that angiovac was the patient's best/only chance of survival. The physician accessed the rij and reinfused at the rfem. The physician removed as much vegetation as possible prior to lead removal. Upon extraction of the lead, while angiovac was "on pump", the lead was removed without incident and the mass was left in the ra. With the angiovac on the mass quickly "disappeared" and we visualized a large amount of material in the filter that had not been there previously. We also observed that the patient had no change in regards to oxygen saturation, blood pressure, and heart rate. At this point the physicians were confident that they had removed the ra mass with the angiovac, and were satisfied with the results. The angiovac was then removed and the procedure completed. The patient remained stable the entire time. Upon performing my routine follow up call 2 days later I was informed by the physician that the patient never regained consciousness from the case. Late that evening (the same evening of the procedure), the patient started to show signs of having had a neurological event, along with those of having a pulmonary embolism. An echo of the lungs was performed and revealed a large pe with rv strain. The patient died the evening of (B)(6) 2016. When speaking with the physicians, they did not feel that the angiovac had anything to with the patient's demise. They also are uncertain of the cause of death, whether from pe or some type of neurological event."